Event description:
A cardioquip (cq) technician notified cq service that the internal tubing of the device was suspected of contamination during an on-site inspection, and submitted pictures to cq for review. Cq director of operations and epidemiologist reviewed the pictures and recommended that the customer perform a quarterly cleaning and disinfection procedure according to the IFU, hpc testing is also recommended to provide a quantitative assessment of the water quality. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received on 12/23/24, indicating device contamination.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement, or (3) participate in cardioquip's trade in program. These options would return the device to specification. These options were relayed to the customer via email on 12/26/2024. As of the date of this report, the customer has not responded to these options.

Event description:
Cardioquip mistakenly submitted a follow-up "001" for MFR#3007899424-2025-00011 on 6/11/2025 that was intended for a different event's initial report. Only the information contained within the 'initial' report for MFR#3007899424-2025-00011 is accurate.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during a device inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) the device receive an internal water pathway replacement, or (3) the customer participate in cardioquip's trade-in program. The customer chose to perform an internal water pathway replacement to repair the device. Once the device has undergone repair, it will be returned to specification.

Event description:
A cardioquip (cq) technician notified cq service that the internal tubing of this device was suspected of contamination during an on-site inspection and submitted pictures to cq for review. The cq director of operations and epidemiology reviewed the pictures and recommended that the customer perform hpc testing to provide a quantitative assessment of water quality. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received on 05/21/2025, indicating device contamination.